Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant had automated impella controller (aic) that failed to power down after pump removal. There was no harm or injury to the patient. A new second back up console was used.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was not determined since issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.